Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On b)(6) 2022. A distributor of infutronix reported a complaint on behalf of an end user: they applied pressure to the medication bag and then noticed leaking at the proximal entry point to the cassette while receiving their therapy. They never noticed leaking before, only after they applied pressure to squeeze the bag hard. Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is b)(4).